Event description:
It was reported that the when the cutter device was inserted, the attachment device did not spin. It was not reported that the device was used in surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device failed the cutter insertion assessment. It was determined that the bearings were worn and were no longer in axial alignment. Therefore, the reported condition was confirmed. The assignable root cause of the bearings being out of alignment was determined to be normal wear from use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.